Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a pre-admit message caused confusion in the system. A technical support specialist connected to the server and confirmed the patient admission as active and located in the critical care unit. The specialist identified that a pre-admit message had caused the issue and sent a new admission message to resolve the problem. The customer verified from their end that the patient appeared correctly and confirmed that undoing the discharge restored the correct status. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient did not appear on server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.